Event description:
A malfunction occurred with the customer's insulin pump, indicated by a malfunction code and an occlusion issue. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact on their health. Technical support arranged to send a replacement pump, providing instructions on managing the current pump and setting up the new one. The customer had reported similar issues previously and was advised on interim measures until the replacement arrived. Additionally, technical support facilitated a plan for the customer to switch back to a previous model due to reliability concerns.